Manufacturer narrative:
(B)(4). The following was reported by the customer. They opened the device and immediately noticed a "burnt component type smell" and saw considerable smoke residue. They also noticed soot located on the panel printed circuit board (pcb) and surrounding components indicative of smoke and/or flame exposure. Further investigation found the something had burned on the power supply printed circuit board (pcb) directly below the suspect area on the panel pcb. There was a burnt clump of plastic near the corner of the power supply pcb. The pcb was removed and the burnt clump of plastic was identified as the insulation which had melted off the wires. The device was tested with a replacement power supply pcb and all initial operational verification tests passed.

Event description:
It was reported that a ventilator would not charge or power on. There was no reported patient involvement.